Event description:
On (B)(6) 2012, the reporter contacted animas to report the insulin pump would not power on. The reporter replaced the battery, and noted there was no damage or corrosion seen on the pump. The issue was not resolved. There was no patient injury associated with this issue.

Manufacturer narrative:
Device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was powered on with audible and vibratory notification with a blank screen. The pump cover was removed to investigate. A board component was found to be defective. Additional investigation could not be completed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.